Manufacturer narrative:
The device has not been returned to the manufacturer, therefore, resmed is unable to determine if a device fault contributed to the incident. Resmed is in communication with the reporter to obtain additional information regarding event details and has requested the unit be returned so that an extensive engineering investigation can be performed. Once the device is returned and the investigation is completed, resmed will provide a follow-up report with additional information. There was no patient injury reported for this incident. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an s9 power supply unit (psu) cord had a frayed end that allegedly caught fire.

Manufacturer narrative:
The unit was returned to resmed design house for an extensive engineering investigation. The reported psu cord catching fire could not be confirmed. The investigation found the psu outer cable insulations displaced from within the strain relief section indicating that high pull forces were applied on the cable assembly most likely from the user. There were no burn marks on the cable or psu. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).